Event description:
Boston scientific received information that this left ventricular (lv) pacing lead exhibited pacing impedance measurements greater than 2,000 ohms for two months. The amplitude decreased from 11.5 - 14.3 to 8.5 - 3.9. Pacing thresholds measured 5.0 v. Previously thresholds were 6.5 - 7 v. The measurements were reviewed with the cardiologist and the patient was to be referred to the electrophysiologist for follow up with fluoroscopy. No adverse patient effects were reported. No additional information is available. Recent information reported that the lv lead was surgically abandoned shortly following initial implant due to diaphragmatic stimulation. No further information was available.

Manufacturer narrative:
All available information indicates that the product remains inctively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description guidant received information that this left ventricular pacing lead exhibited pacing impedance measurements greater than 2000 ohms for the past 2 months. The amplitude decreased from 11.5 - 14.3 to 8.5 - 3.9. Pacing thresholds is 5.0 v. Previously thresholds were 6.5 - 7 v. The lead was implanted 9 months ago. ,